Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.

Event description:
Dr. From the (B) (6) reported in his letter that he was carrying out a surgical study. He reported that he has performed a surgery on a patient on (B) (6) 2009. According to his information, the studied patient mentioned to feel pain in his leg. It is furthermore reported that by the according x-rays a secondary crack of the femur was stated. Further information and x-rays are already requested. It is documented that the patient is still recovering.